Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with an unknown textured mentor saline breast implant experienced postoperative left-sided implant deflation. As a result, the patient underwent explantation and replacement with 325cc mentor smooth round moderate profile saline breast implants, catalog # 3501650, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2009.